Manufacturer narrative:
(B)(4). Date sent: 2/1/2024. D4: batch # 252c57. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst60b reload was received with an opened package and unfired with the reload body bent and damaged. No functional test was performed due to the condition of the reload. It is possible that the damage noted on the returned reload was due to improper handling of the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 252c57, and no non-conformances were identified.

Event description:
It was reported that after loading the cartridge it got stuck at the start and did not fire surgeon used another cartridge to complete the transection. No patient consequences reported. No further information is available.